Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: 212ml of cytoxan was programmed in pump to run over 1 hour. Lines were properly made with blue ball, spiros, etc. When rn went to switch over to flush, ball appeared to be occluded but was drawing air into the line. 25ml was noted to remain. Np and charge rn aware of situation. 4% of dose was lost. Pump tagged, kaps filed.

Manufacturer narrative:
The following fields have been updated with corrections:b.5. Describe event or problem: it was reported that as lvp 20d 3ss cv bv had air in the line.the following information was provided by the initial reporter: 212ml of cytoxan was programmed in pump to run over 1 hour. Lines were properly made with blue ball, spiros, etc. When rn went to switch over to flush, ball appeared to be occluded but was drawing air into the line. 25ml was noted to remain. Np and charge rn aware of situation. 4% of dose was lost. Pump tagged, kaps filed.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was primed with saline and allowed to free flow. The IV bag was drained and air was seen getting sucked in when the water level dropped below the blue ball in the drip chamber. A notification was sent to the supplier quality expert. They were unable to duplicate the customer issue that the "blue ball tubing" is "sucking air." The drip chamber was within specification. The root cause could not be determined because the supplier quality expert could not be replicate the issue. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: 212ml of cytoxan was programmed in pump to run over 1 hour. Lines were properly made with blue ball, spiros, etc. When rn went to switch over to flush, ball appeared to be occluded but was drawing air into the line. 25ml was noted to remain. Np and charge rn aware of situation. 4% of dose was lost. Pump tagged, kaps filed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: material no: 11522558 batch no: unknown, 20116058. It was reported that the "blue ball tubing" is "sucking air".